Event description:
Information received from the field does not address the patient's clinical status but notes that upon initial interrogation, the magnet rate displayed a rate of 85 ppm. A magnet rate of 85 ppm indicates recommended replacement time (rrt).